Event description:
Customer reported that the attachment was heating up during operation. Technician found that the cutter could not be inserted.

Manufacturer narrative:
Device came in for service and was repaired by technician. No further information is available.